Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was) and versacross access solution. Prior to the commencement of the procedure a 0.5cm pericardial effusion was present on the right side of the heart. The patient had a very floppy inter-atrial septum (ias). A mid-mid transseptal (tsp) was performed. There was no major hemodynamic change and the physician decided to shoot dye thru the pigtail catheter once on the left side of the heart. The laa filled, most contrast flowed out the ventricle, but some in the extra vascular space. The fluid was slow to collect. A pericardial effusion was discovered after tsp and entry of was into the left atrium (la). The physician reversed the 10,000 unit dose of heparin with 50mg of protamine. The procedure was aborted and a pericardiocentesis was performed. The patient was then stable and transferred to the intensive care unit (ICU). Two days later, the patient fully recovered and was discharged. They plan to have the patient return at a later date to re-attempt the procedure.